Manufacturer narrative:
Insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint on interface board. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
It was reported that the customer received an unexpected restart alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.